Event description:
Reported event of infection in 47 patients from journal article: "risk factors and risk scoring tool for infection during tissue expansion in tissue expander and implant breast reconstruction", breast journal, (2013). Refs: (B)(4). This record represents the right side.

Manufacturer narrative:
(B)(4). This mw is for the right side: refer to MFR. Report # 2024601-2013-00862 for the left side. Device labeling addresses the reported event of infection as follows: "preexisting infections not resolved before tissue expander placement may increase the risk of periprosthetic infection. Infection is an inherent risk following any type of invasive surgery, and may occur during the tissue expansion process."